Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s device was overdischarged due to non-compliance and then reach eos (end of service). It was also reported that high impedances were found on electrodes 3 and 6 (>10,000 ohms). Por (power on reset) 0x8 was cleared and the patient was being referred to a surgeon for replacement of their ins. The issue was not resolved at the time of the report. The event occurred in 2019. An image of the mystim diary was provided showing the eos screen and high impedances on electrodes 3 and 6. No further complications were reported/anticipated.